Event description:
The packaging was melted and components were unusable, causing a 30 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.